Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and inappropriate lead noise resulting in inappropriate atp (anti tachycardia pacing) therapy. It was noted that df (defibrillation) therapy aborted. A lead fracture is suspected. Additionally, it was noted that the patient also stated they felt some symptoms that the physician believes was phrenic stimulation related to the lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.